Event description:
Complainant alleged that the clinicians were pacing a pt (age and gender unknown), when the device stopped pacing and the pt's heart rhythm was no longer being captured. The clinicians then obtained another device to successfully pace the pt. The complaint indicated that there was no adverse effect on the pt as a result of the reported malfunction.